Event description:
A malfunction alarm labeled malf 12 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset instructions, assisted with resetting the pump, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to report any future malfunctions.